Event description:
A report was received that the patient was unable to locate the ipg. Initial x-ray showed the ipg was upside down. The patient underwent a pocket revision wherein the physician replaced the ipg per preference. The patient is doing fine post-operatively.

Event description:
A report was received that the patient was unable to locate the ipg. Initial x-ray showed the ipg was upside down. The patient underwent a pocket revision wherein the physician replaced the ipg per preference. The patient is doing fine post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.